Event description:
Medtronic received information that a 21mm edwards magna aortic heart valve, implanted (B)(6) 2005, was explanted (B)(6) 2014, due to high gradients, moderate central regurgitation, and stenosis due to calcification. The valve was replaced with another manufacturer's valve, with no subsequent adverse patient effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).